Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the returned product identified minimal wear about the implant thread, collar, drive feature, and mount hex. Functional testing was performed for the returned product and it was determined that the mount was able to be removed with tsvkit hand tools. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16; step 6 ¿ complete seating with the appropriate instruments. The complainant reported that the implant mount did not release from implant when he tried to unscrew it. Doctor completed the procedure with another tsvb11 implant. The reported event could not be recreated during functional testing and therefore could not be confirmed following functional testing. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI: (B)(4), h3: device evaluated by manufacturer: change 'no' to 'yes.'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional PMA/510(k) number: k013227.

Event description:
It was reported that the mount did not release from the implant when he tried to unscrew it. Doctor completed the procedure with another implant.